Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of restenosis, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 19 months post xience v stent implantation in the mid and proximal left anterior descending artery (lad), the patient was rehospitalized for coronary bypass graft (CABG) x2. The stents were, reportedly, widely patent; however, the new disease may have been close to the proximal lad. There was no adverse patient sequela reported and on 5/4/2010, the patient was discharged. Although requested, there was no additional information provided.